Event description:
Implantable cardiac resynchonization therapy-defibrillator (crt-d) was taken out of service and replaced during epicardial lead placement for left ventricular therapy. The device's left ventriclar setscrews could not be seated.